Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting conflicting sars result. Customer states they were positive for covid about 1 week prior. Customer states they tested negative and then retested positive. Customer states they had a bloody nose during the positive test.